Event description:
European distributor reporting a customer complaint to sechrist on (B)(6) 2024. Customer reported, "issues with oxygen, the blood keeps darker than it should be." No patient involvement/injury reported according to customer. Issue discovered post-procedure.

Manufacturer narrative:
Customer reported to our EU distributor that the sechrist air/oxygen gas mixer had oxygen issues, stating that the blood seemed darker than normal. No patient involvement reported or injury. Neither customer or distributor reported to FDA according to the information we have at this time. Device in question will not be evaluated by sechrist as distributor will evaluate and service. At this time, the report is based on the information we have. We have requested more information from the customer in regards to the incident, and our distributor in regards to service records and evaluation/repair of the device in question. Manufacturer reference file no. (B)(4).